Event description:
Additional information was received from a foreign manufacturer representative. It was clarified that a healthcare professional (hcp) initially reported the event to the manufacturer representative on 2018-oct-18. With regards to the cause of the fill issue, the scrub nurse who emptied the pump did not pull hard enough on the syringe to extract the water; the nurse then forced the baclofen in with too much force thereby locking up the pump. The pump was left to reset itself, and the rest of the baclofen was injected into the pump with ease. The issue was resolved. The pump was implanted and was functioning properly. The patient did not experience any symptoms/issues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign manufacturer representative regarding a patient who was to be implanted with a pump delivering baclofen at an unknown dose and concentration. The indication for use was not reported. It was reported a new pump was emptied (prior to implant). During the fill procedure, the 20ml pump could only be filled with approximately 17ml of baclofen. No further complications were reported.